Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hyperglycemia, including values over 400 mg/dl, and hypoglycemia while ill with a gastrointestinal virus, leading the user to disconnect from the ilet and use multiple daily injections; ketone testing twice showed small ketones and the user followed a ketone action plan, and the user consulted a healthcare professional by phone. Symptoms included nausea, vomiting, upset stomach, and shakiness. Outcomes included temporary discontinuation of pump therapy and transition to backup insulin injections, with planned reinitiation of ilet upon receipt of new sensors and a scheduled training session to address lows and potential adjustments. Investigation included collection of blood glucose details and follow-up calls to coordinate training. Investigation of this case revealed no device alarms and no device malfunction reported, and the cause of the hyperglycemia was unclear in the context of intercurrent illness and pump disconnection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.